Event description:
It was reported there was leaking at the luer lock of 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: "syringe 3ml # bf309585p has been leaking at the luer lock when connected to the irrigation tubing."

Manufacturer narrative:
The following field was updated with correction: reason code for no evaluation.

Manufacturer narrative:
Initial reporter phone #: unknown. Investigation summary: no samples or photos displaying the condition reported are available for examination. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Corrective and preventative action was opened to investigate this failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no physical samples or photographs of the client were received, it is worth mentioning that during the control in process no non-compliant parts were reported due to the defect reported by the client. Additional it is unknown in which section of the syringe the leak was presented, i.e. In the connection, in the cylinder body, etc. Root cause description: during transport the cylinders can become jammed, generating the additional damage could bind on the assembly dials in the same way, causing damage to the cylinder body. Regarding the failure mode of the staff qualification, the operative staff is trained in both the operating instructions and the frequencies where they are mentioned defective that could be presented, however there was no qualification that ensures that the staff identifies and knows the flaws, so this action was executed in june 2018. The assembly equipment has a tooling that during the process runs the leak test to each manufactured part at 100% so it was not considered necessary to perform leakage test as part of the final inspection, however when detecting this failure mode the test fug a in final inspection was implemented in the month of october of 2018. It is important to mentioning that given the event of the leakage, CAPA (B)(4) was generated to follow up on all the failure modes identified and their respective action plan.

Event description:
It was reported there was leaking at the luer lock of 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: "syringe 3ml # bf309585p has been leaking at the luer lock when connected to the irrigation tubing."

Manufacturer narrative:
The following fields have been updated with corrected information: h.6. Method codes: 11, 3331, and 4114. H.6. Investigation summary: additionally, 20 retention samples from the lot in question were inspected, and tested for leakage (including luer). Visual and functional test results on the retention samples were satisfactory, no defects found. In summary, the lot was inspected and accepted according to the current specifications and work instructions with satisfactory results for the characteristics required for approval, including functional testing. No non-conforming part attributable to the condition reported by the customer was observed. Lastly, no deviations (quality notifications) were reported during the manufacturing of the lot in question. Consequently no corrective action is planned at this time. We would be very interested in examining product that does not meet your expectations and our quality standards. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: during the review of the batch record and the analysis of the retention samples, the results were compliant, not presenting the defect that the client reports. Rationale: the pieces reported by the customer are within the parts per million of the quality acceptance criterion (aql). H3 other text.

Event description:
It was reported there was leaking at the luer lock of 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: "syringe 3ml #: bf309585p has been leaking at the luer lock when connected to the irrigation tubing."